Manufacturer narrative:
Result: broken locking mechanism on caster shaft.

Event description:
It was reported by service report that the brakes were not holding sufficiently. No pt involvement or adverse consequences are reported.